Event description:
Additional information was received from the patient. They reported that they contacted their hcp on 2023-09-13. When asked to clarify back pain the patient reported by process of elimination and some x-rays it was determined the stimulator is fine and not the cause of the pain. The cause of the back pain was believed to be a recent back surgery aggravated the nerve. Patient will be seeing the surgeon for their back procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient said they had back surgery 2 weeks ago . Patient said the back surgery went well, however patient reported started to fell pain on her right side from buttock to mid-thigh about 4 days after the surgery. Patient said that initially it was not that bad, but last tuesday the pain became excruciating, like a rubber band that was wound tighter and ready to snap. When asked, patient said that she turned the implant off last thursday to friday to see if that would help and it didn't feel like it did however, patient said when she turned it back on it felt like the pain was getting worse and worse. Patient then turned it off again on sunday and it's still off now and there's nothing different. Patient said it hurts to sit up, sit down, to lay down, hurts to sit on the toilet and hurts to move or walk. Patient said now it's numb and painful, tingling and when it gets stretched it feels like a sharp shoot. When asked, patient stated they tried to schedule an appointment but they couldn't physically get to the doctor's office due to the pain they have a lot of problems with the idea of sitting for long periods of time and they can't drive because they need to adjust because it's the side that they used to drive. Patient mentioned they've already been on a dose of prednisone and it hasn't done a darn thing. Patient has tried massage, finger point, but the pain is not going away. When asked patient said that the implant was not turned off prior to the surgery. Patient said that she brought the external components with and asked the surgeon if stimulation should be turned off and was told that wasn't necessary as the surgeon wasn't going to be in the same area. Checked previous calls, no calls found that anyone called to ask cautery guidelines. Patient said that has seen back surgeon since surgery and reported development on pain and was redirected to have implant checked. The patient was redirected to their healthcare provider to further address the issue. Outbound call was made to patient to verify managing physician's name. Patient said that did contact dr. 'S office and has an appointment to be seen today at 11:30. Patient mentioned that hopes to get some resolution today however mentioned concern that pain and other symptom on right side is continuing even though the stimulator has been turned off since sunday.